Event description:
A patient reported they were unable to receive an accurate reading on their fasttake meter due to their meter allegedly was unable to read due to a display issue. Patient reported no symptoms. The result on their meter was believed to be 167 mg/dl. Treatment was medication for diabetes. No further information has been reported. No serious injury or allegation of harm.